Manufacturer narrative:
No evidence of externally induced markings (like scratching), inherent weak spots (like inclusions) or flaws from the mfg process that could have contributed to the failure were found on the core wire. From the visual examination and analysis of sem images it is likely the failure occurred by the extensive bending force, which introduced permanent deformation to the material. The wire then fractured by a combination of tensile and torsional stresses during pci procedure under ductile fracture mechanism. A review of the device history record confirmed that the device was manufactured according to sjm specification. IFU test extracts: excessive manipulation when sensor element or tip of pressurewire is located in sharp bend may cause damage or tip fracture, torquing pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip, never push, withdraw or torque pressurewire if it meets resistance.

Event description:
During a pci procedure, the lesion was passed and the pressurewire seemed to get stuck. The pressurewire was "uncoiled" and the staff struggled getting it out of the pt. The pt experienced no adverse consequences.